Manufacturer narrative:
There are no signs of the nalu system or any of its components failing or malfunctioning. Physician examination found no signs or allergic response or any other adverse response to the nalu system. It is unclear why the patient perceived an allergic reaction six months after having been implanted, or the exact reason for requesting the system be explanted.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. On (B)(6) 2023 a nalu representative was informed that the patient was requesting a full system explant. Review of records found no indication of any incidents or reports of dissatisfaction with the device or therapy being received. Patient reported to the physician that they felt they were having an allergic reaction to the device. Upon examination, the physician was unable to confirm any adverse reactions to the nalu system and reported no signs of unusual redness or tenderness. A nalu representative met with the patient and confirmed the system was functioning as expected. Patient was adamant about removing the system, thus a full explant was performed on (B)(6) 2023 per the patient's request.